Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap anterior resection, although the sound of cutting the washer was heard when the device was fired, the washer could not be punched out completely. There was a difficulty in removing the device from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.